Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also reported that the patient has experienced migration of the leads. The patient underwent leads revision.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7105905.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also reported that the patient has experienced migration of the leads. The patient underwent lead revision. Additional information was received that the leads were replaced. The patient was doing well postoperatively. The explanted products were not released by the facility and were not returned.